Event description:
It was reported that customer went to the emergency room as customer is a brittle diabetic and was advised to remove insulin pump for a certain time. Nurse from nursing home was not able to re-connect insulin pump and was calling to inquire if medtronic tech could do an in-service training on pump as customer is mentally disabled and unable to operate insulin pump on her own. Medtronic representative offered to troubleshoot for low blood glucose and nurse declined advising to speak with nursing home manager. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.